Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the implant of a mountaineer head to head connector, the outer nut driver failed to break off and threads of a mountaineer head to head cross connecter inner screw were stripped/torn. The difficulty resulted in a delay of ten minutes.

Manufacturer narrative:
Device manufacture date: nov-6-2013, nov-7-2013; examination of the returned mountaineer head to head cross connector inner screw found its threads were broken. According to the sales rep, a concomitant device mountaineer cross connector tightener (288307200) had seized once during tightening and then continued to work during the procedure. However, examination of the cross connector tightener and additional concomitant device instrumentation found no issues that would have contributed to the event. Review of the device history record for the head to head cross connector inner screw found no discrepancies. Complaint trending was performed and no immediate product action is required. The root cause for tearing of mountaineer head to head cross connector inner screw threads cannot be positively determined. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.